Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had frozen display as well as critical pump error alarm. Customer¿s blood glucose level was 118 mg/dl at the time of incident. Customer stated that the buttons on insulin pump were unresponsive. The insulin pump will be returned be for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board.